Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. It was noted that the leads were poking and have moved superficially. The patient underwent a lead revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.